Event description:
It was reported that the user experienced high glucose while feeling nervous and thirsty after the infusion set became dislodged, and also reported a prior low glucose event to 54; the user was guided through a supply change, and the pump appeared to function as intended. Symptoms included hypoglycemia and hyperglycemia. Outcomes included urgent low glucose and high glucose that were managed at home without hospitalization. Investigation included troubleshooting and user education on hypoglycemia treatment using oral glucose and confirmation that the ilet pump was operating appropriately after infusion set replacement. Investigation of this case revealed an infusion set issue contributing to hyperglycemia and user overtreatment of hypoglycemia contributing to subsequent hyperglycemia, with no pump malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.